Event description:
It was reported that the sensing test could not be performed. The pacemaker appears to be sensing well but when the sense test is started, 'no sense' is displayed for both the p waves and r waves. It was also reported that a bit flip in the device memory is detected. The device will be repaired by a manual guided reset (mgr). The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product evaluation summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Sensing - diagnostic problem: sensing test problems and possible bit flip. Manual guided restore (mgr) should clear the issue.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.